Event description:
It was reported to medtronic minimed that the customer experienced high blood glucoses and customer received a no sensor signal alert, a loss of communication between the pump and transmitter. The customer reported blood glucose value of 428 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7040a and mmt-7841zn. Troubleshooting was partially performed for loss of communication between pump and transmitter, and troubleshooting was not performed for high blood glucose. It was unknown whether the communication issue was resolved or not. It was unknown whether the auto mode feature was on at the time of the incident. It was unknown whether the customer had been using an insulin pump within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.